Manufacturer narrative:
Analysis was inspected 1 opened/used sensor and performed continuity resistance test. Sensor passed per specifications. Sensor initialization test was performed using a new lab transmitter with a 7xx/5xx paradigm pump. Connected sensor to the transmitter and placed it in 100 bts solution and confirmed communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Cannot perform bts test as the sensor is beyond its expiration date.

Event description:
The customer reported via phone call indicating that the insulin pump had change sensor alarm. Customer's blood glucose at time of incident was 168 mg/dl. Customer stated that alert occurred after initialization and bad sensor alert occurred after a 2nd consecutive calibration error. Customer was discussed timing of calibration leading to alert and calibration protocol. Customer was advised to removed and change out the sensor. Customer was advised that we are sending replacement sensor. Customer was explained the calibration error and sensor glucose versus blood glucose possible causes.

Manufacturer narrative:
Analysis was inspected 1 opened/used sensor and performed continuity resistance test. Sensor passed per specifications. Sensor initialization test was performed using a new lab transmitter with a 7xx/5xx paradigm pump. Connected sensor to the transmitter and placed it in 100 bts solution and confirmed communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Cannot perform bts test as the sensor is beyond its expiration date.